Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01352. It was reported that when the patient presented remotely via merlin.net transmission, non-sustained episode possibly due to right ventricular (rv) lead dislodgement was observed. The patient experienced inappropriate shock. Upon chest x-ray, rv lead dislodgement was confirmed. The lead was hanging near the annulus. The rv lead was sensing both atrial and ventricular signals. Loss of capture and drop in rv sensing amplitudes were also noted. The lead was explanted and replaced. The patient was stable.